Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).

Event description:
Adverse event(s): "none reported (no information). Product problem(s): "infusion pressure could not be reduced from 30 to 20" (pressure issue). The reporter stated during a vitrectomy surgery, the infusion pressure could not be reduced from 30 to 20. The system was restarted and after that it was fine. The surgery was completed without significant delay. Additional information has been requested.